Event description:
A report rec'd from the USA stated a 540 ventilator experienced an unresponsive keypad. There was no report of patient involvement. The date of the event is unknown.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the keyboard. The cse conducted performance verification testing (pvt) on the device all tests passed. Covidien ref: (B)(4).